Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose was 438 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced thirst, vomiting, frequent urination and queasiness. Customer treated themselves via manual syringe. Customer was advised that 4 replacement sets will be sent out to them since they used there's. Customer will call back to perform high pressure test once they receive the necessary supplies.